Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak event is refuted. There was no device malfunction. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest there was billowing of the distal bifurcated stent graft. This finding was discovered during an examination of CT scans (computed tomography) dated (B)(6) 2018 and (B)(6) 2020. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx infrarenal proximal extension to treat an abdominal aortic aneurysm (aaa). Approximately two and a half (2.5) years later, the patient presented to the hospital with abdominal pain unrelated to the afx2 system where a computed tomography (CT) scan identified a type 3b endoleak of the afx2 bifurcated stent graft. The patient did not have symptoms associated with the endoleak. The physician completed a reintervention and treated the patient with a non-endologix excluder stent graft. The endoleak was resolved and there were no issues with the patient's post-procedural condition.